Event description:
It was reported that since implant, patient has had phrenic nerve stimulation. New pace/sense lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.